Manufacturer narrative:
Device evaluated by manufacturer. Returned product consisted of an eluvia self-expanding stent system with a .014 guidewire stuck inside the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the outer sheath is separated from the handle and the handle is missing. The proximal inner and inner liner is separated from the clip. There are multiple kinks on the outer sheath and middle sheath. The inner liner is kinked 5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent stretched during deployment. A 6x120x130 eluvia self expanding drug eluting stent was selected for a procedure in the left brachial artery. The 99% stenosed lesion was severely calcified without severe tortuousity. Pre-dilation was performed and it was unknown if it was effective. The device originally passed through a false lumen. During the attempt to deploy the stent, it was noted that high force was needed to turn the thumbwheel. The stent initially deployed approximately 3-4 cm and the pull grip was used to fully deploy the stent. During deployment, it was noted that the stent gradually deployed fully despite the difficulty. However, a portion of the stent became stretched and one of the struts became compressed. There were no patient complications.

Event description:
It was reported that the stent stretched during deployment. A 6x120x130 eluvia self expanding drug eluting stent was selected for a procedure in the left brachial artery. The 99% stenosed lesion was severely calcified without severe tortuousity. Pre-dilation was performed and it was unknown if it was effective. The device originally passed through a false lumen. During the attempt to deploy the stent, it was noted that high force was needed to turn the thumbwheel. The stent initially deployed approximately 3-4 cm and the pull grip was used to fully deploy the stent. During deployment, it was noted that the stent gradually deployed fully despite the difficulty. However, a portion of the stent became stretched and one of the struts became compressed.